Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the power error detected alarm recurred. The alarm occurred after a battery change. The customer¿s blood glucose level was 7.3 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, sleep current measurement and active current measurement. All currents were within specification range. However, confirmed power error 25 due to connector resistance issue.

Manufacturer narrative:
Insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. However, confirmed power error due to connector resistance issue.